Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated, and no actionable errors were observed in the device's downloaded event log. During final testing of the device a failed test step indicating an issue with power source was observed. The device's power management board was replaced to address the issue. A failed test indicating a service required alarm for an internal battery issue was observed. There was no error in the downloaded event log for this error. The device was tested and passed all final testing.